Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported event is caused by a component failure of the insulation. The most likely cause is that some excessive force was applied. The insulation failure is mechanical component problem, but the root cause of the insulation failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the resection sheath to the service center for a separate issue. During the device analysis, the service repair technician indicated that the ceramic tip (insulation) was loose was found. There was no patient involvement.